Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's past medical history included degenerative disc disease in 2008, therapeutic abortion in 2006, anxiety, panic attacks, insomnia, asthma and spinal column stenosis. Concurrent conditions included post coital bleeding, uterine fibroid, bacterial vaginosis, vulvovaginitis, weakness, hot flashes, infection nos, scarring and endometriosis. Concomitant products included hydrocodone, ibuprofen (ibuprofene), medroxyprogesterone (depo provera) from (B)(6) 2010 to (B)(6) 2012, nuvaring, oral contraceptive nos and terizidone. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and back pain ("back pain"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils) and surgery (ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, vaginal haemorrhage, fatigue and back pain was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain, migraine, headache, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received. Events vaginal, menorrhagia,migraines / headaches,dyspareunia, fatigue, weight gain. Are added. Historical & concomitant drugs conditions are added. Product, patient & reporter information updated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.